Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy on the liberty select cycler with cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and use of the liberty select cycler with cycler set. Per the pdrn, the cause of the peritonitis event was a breach in aseptic technique by the patient not following proper hand washing procedures prior to set-up as evidenced by the culture results of staphylococcus epidermidis. These organisms are the predominant normal flora on human skin and are the most frequently identified cause of pd associated peritonitis. Based on the available information, the liberty select cycler and cycler set can be excluded as the cause of the peritonitis. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with peritonitis. On (B)(6) 2019 the patient presented to the pd clinic with cloudy pd effluent. A pd effluent culture was obtained resulting positive for staphylococcus epidermidis with a white cell count of 2873 (unknown units). The patient was initiated on intraperitoneal (ip) antibiotics with ceftazidime 1000mg daily and ip vancomycin 20mg/kg every three days. After the culture results were received, the ceftazidime was discontinued, and the patient continued with the vancomycin as initially prescribed (duration unknown). The suspected cause of the peritonitis is a breach in aseptic technique. The patient doesn¿t remember a breach in aseptic technique; however, the patient¿s spouse stated he has been feeling ill and hasn¿t been washing his hands as well prior to treatment set-up. The patient did not require hospitalization. The patient is currently recovering. There were no issues reported for the liberty select cycler or cycler set.